Event description:
Additional information received reported diagnostics for the lack of benefit included an examination performed (B)(6) 2016 that identified the lack of symptom control was due to subject management of the devices. The etiology was reported as possibly related to the device or therapy, not related to the implant procedure, and related to the subject usability issues. Specifically the subject had physical difficulties with recharging and had cognitive difficulties with recharging. It was noted the patient's last interrogation prior to the event was on (B)(6) 2016. Other symptoms included the subject having a discomfort in the left subclavicular area.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3387s-40, lot# va0tyzy, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. Product ID: 3387s-40, lot# va0u148, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: extension.

Event description:
Information was received from the patient who was implanted with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported the patient was shaking in their hands. No trauma/falls were related to the issue. Since implant, it was noted the "device had been unsatisfactory; on a scale of 1 to 10, it only helped their hands 4 1/2 or 5". When they would turn the stimulation on, he would lose the strength in their hands and they would lose balance and had a hard time walking. The muscles in their legs hurt. It was either they turn the stimulation off and then their hands shake but they could at least walk or they could have it on and their hands don't shake but then they can't walk. In the very beginning "it wasn't so bad" but then they had an adjustment and then the walking got better but not much. Information received via the consumer a little over 3 months later reported that the patient went to see her health care provider (hcp) several times for adjustments without any positive results. It was noted that "only the right hand was activated". The issue has not been resolved. On (B)(6) 2016, additional information received from the healthcare professional from a clinical study via the representative reported the deep brain stimulation (dbs) system had never provided symptom relief and had efficacy problems. There were no environmental/external/patient factors that could have led or contributed to the issue. Multiple programming sessions, including several groups and interleaving, were done but no efficacy remained. Interventions also included programming with a number of physicians. As a result of the persistent lack of efficacy, the device was explanted. The issue was considered resolved at the time of report. Fifteen days later the healthcare professional via the representative reported the system initially controlled the patient's symptoms but lost effectiveness. The device was explanted without replacement. Conflicting information was provided as it was indicated the system never provided relief and a second report indicated the system initially controlled the symptoms but lost effectiveness.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study. It was reported that the etiology was updated to possibly related to the device/therapy and not related to the implant procedure; the implantable neurostimulator (ins) was noted. No further complications were reported/anticipated.

Event description:
No new information was received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.